Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced an infusion set adhesive issue event on (B)(6) 2026. The infusion set tape detached in the second day of insertion. The infusion set had been in use for two days. No further information available.